Event description:
It was reported that during a follow up in clinic, incorrect interpretation of signals was noted on the device resulting in inappropriate therapy. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.